Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) removed the strip reader module (srm) and observed urine build-up on the bottom of the assembly (optic window plate - munsell mask). The fse cleaned the urine build up on the munsell mask. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there were false negative urine bilirubin and urobilinogen for controls run on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.